Event description:
It was reported that the pulse generator had issued a false alert for battery depletion. Interrogation showed normal battery characteristics. The alert was removed and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.